Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient experienced high and low blood pressure. It was also reported that the right ventricular (rv) lead exhibited elevated threshold. The lead was reprogrammed and remains in use. No further patient complications have been reported as a result of this event.